Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced chest discomfort along with symptoms of dehydration. The patient advocate stated that the patient was evaluated in the emergency room. This ICD remains in service. No adverse patient effects were reported. Additional information was received indicating that this ICD was explanted and replaced due to a fault code indicating an inaccurate battery longevity estimate. The patient exhibited no symptoms. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced chest discomfort along with symptoms of dehydration. The patient advocate stated that the patient was evaluated in the emergency room. This ICD remains in service. No adverse patient effects were reported. Additional information was received indicating that this ICD was explanted and replaced due to unknown product performance issue. No additional adverse patient effects were reported.